Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that, "introducer would not snap and peel away with PICC in patient, almost had to cut it or pull the entire PICC line out and try to put middle white piece back in and re wire the vein and take entire introducer off and get a new one." No other information was provided.